Manufacturer narrative:
(B)(4).

Event description:
A pump refill occurred without any complications. The nurse was able to aspirate clear fluid from the pump and then was able to easily inject medication into the pump. Following the pump refill, the pt was alerted, oriented, and able to move their extremities as before the refill. Upon leaving the facility, the pt "became very rigid and had a dazed look and affect." The pt was evaluated by the doctor and the pt's vital signs were within normal limits. The physician thought the pt had a seizure. The pt was then taken to the hospital for further testing. The pt status was unk. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.